Event description:
Customer reports balloon is not "seating"; they observed endoclamp balloon pressures that are dropping more than normal and are having a hard time seating the balloon for clamping. Specifically, all with pressures on the low 400's to start , trending down to mid 300's. Customer had to switch to cross clamp because the line pressure was so high- perfusionist couldn't flow above 2l/min. They took the balloon down and the flow jumped to 5l/min. There was no patient injury reported but they had to go to a cross clamp to complete the case. Product is not available.

Manufacturer narrative:
Balloon position.customer did not retain device. No evaluation will be performed. Lot number is unknown therefore no device history record review will be performed.